Event description:
A 2.5 mm diameter x 18 mm length endeavor drug-eluting coronary stent was inserted into a pt for the treatment of an unk lesion. Initial implant and lesion morphology info was not reported. Approximately 56 months post initial stent implant, the pt expired. It was reported that the cause of death is likely cardiac related. No additional info has been obtained. The investigator assessed the event was not related to the device, drug or index procedure.

Manufacturer narrative:
(B)(4). Eval results/conclusions: death is likely related to cardiac arrest.